Manufacturer narrative:
D4 lot number: 767034. A titan pump, two cylinders, and detached inlet tubing with connector were received for analysis. A separation, within abrasion, was noted in the shorter exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the longer exhaust and inlet tubes of the pump. These were not sites of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. These were not sites of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with either cylinder. Partial separations within abrasion were noted on the detached inlet tube. This was not a site of leakage. A group of partial separations, indicating contact with unshod instrumentation, was noted on the detached inlet tube. This was not a site of leakage. The outer tube layer was detached at one end. The detachment end at this site showed surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the detached inlet tube or connector. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter pump exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing was frayed at the cylinder. The device was removed and replaced.